Event description:
It was reported that a balloon rupture had occurred.   A percutaneous coronary intervention was being performed on a 90% stenosed, moderately calcified and moderately tortuous lesion in the mid left anterior descending artery. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured on the first inflation at ten atmospheres. The procedure was successfully completed with a non bsc device without issue or patient injury.